Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that an asymptomatic patient presented to the hospital for scheduled MRI, not related to the device. Review of the MRI revealed the rv lead had perforated the patient's heart; the physician stuck needle through the insulation for access. The lead was explanted and replaced. The patient was stable before, during and after the procedure, and will continue to be monitored.